Manufacturer narrative:
The real intelligence robotic drill, part number rob10013, serial number (B)(6), used for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. The exterior condition shows minor wear(scratches). Nothing was identified visually that contributed to the reported problem. The reported problem was confirmed with a functional evaluation. The device was connected to a well-known working cori console. The led indicator confirmed successful detection of the drill by the system. Despite being able to unlock and load the bur during the kpc test, the drill failed all subsequent functional checks. Upon further investigation and disassembly, it was revealed that the drill wires were observed to be flattened, and the drill motor cap was partially connected, causing a intermittent connection. This led to sporadic motor spinning. No error message was observed during testing a complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with flattened drill wires and a partially connected drill motor cap, which caused an intermittent electrical connection and resulted in sporadic motor spinning. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an ukr surgery, when burring, the real intelligence robotic drill kept stopping and slowing down. Also, an error message was popping up nonstop, saying that the drill was disconnected. When attempted to swap out the drills, got an internal error message. The procedure was resumed, after a non-significant delay, with a change in surgical technique (manual instrumentation). No further complications were reported.